Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit for hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. The omnipod user guide warns, "test results below 70 mg/dl mean low blood glucose (hypoglycemia). If you get results below 70 mg/dl, but do not have symptoms of hypoglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl, follow the treatment advice of your healthcare provider," and it advises ¿hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm.¿

Event description:
Patient reported he was taken to the emergency room by ems after he lost consciousness. His blood glucose had dropped to 14 mg/dl after wearing the pod between 4 and 24 hours. Patient was given juice and cake frosting. Patient was diagnosed with hypoglycemia and was given an injection of ketorolac tromethamine. The patient was in the emergency room for approximately four hours and then released. Pod has been discarded.